Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a patient had their device removed. The patient had lost a significant amount of weight and the implantable neurostimulator (ins) site became uncomfortable and red. The patient recovered without sequela and the device was not replaced. No further information has been reported.

Manufacturer narrative:
Final device analysis for stimulator nkl709331h revealed no anomaly. Final device analysis for extension njb047863v revealed no anomaly. Final device analysis for extension njb048404v revealed no anomaly. Final device analysis for lead n177903002 revealed no significant anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.